Manufacturer narrative:
This report was sent in error. It is a duplicate of 0001920664-2018-00058. Please void this medwatch report.

Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During a cataract surgery the vitrectomy cutter stopped cutting yet continued aspirating. There was no patient impact.